Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary ulna osteotomy surgical procedure on a canine, it was observed that the sagittal saw attachment device was seizing up, making a high pitch squealing noise and did not move. There were no delays to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power, the positioning ring pin was pushed in, the securing pin needed to be changed and the internal components were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and improper cleaning/care, which are both user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.